Event description:
It was reported that a malfunction alarm occurred on pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump, which customer acknowledged and understood.